Manufacturer narrative:
Updated fields - b4, d8, d9, e1(event site email), g3, g6, h2, h3 , h6 (medical device ¿ problem, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - b5, b6, b7, e1(initial reporter), h6(health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and was able to perform an autofill and augment successfully. Upon further inspection the transducers were out of calibration and the fault journal revealed several alerts for error code 37 that coincide with printer paper. Units fiber optic module was also not functioning so the fse proceeded to recalibrate transducers. The fse replaced both printer paper and fiber optic assembly module. The unit was able to pass the fiber optic test and was set to augment for 1 hour successfully with no alerts. Device passed all performance and safety tests according to factory specifications. The failure analysis and testing dept. Received part number 0997-00-1161 fiber optic assy serial number (B)(6) with a reported unit failure of fiber optic module not functioning. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0997-00-1161 fiber optic assy serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the fiber optic module to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Replicated the complaint of the fiber optic module not functioning. The fiso direct sawtooth waveform was observed, however the low-level blood pressure loop back waveform was not observed by the fat dept. Indicating a failed component. The fiber optic module failed testing. Due to the age of the module, wear and tear will be used in the root cause grid. Retaining the fiber optic module in the fat dept. Per procedure number 0002-07-d008 rev. Au. The most probable root cause for the reported is component reliability.

Event description:
It was reported the during use the cs300 intra aortic balloon pump (iabp) had a error system failure. There was no patient harm.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) has error system failure. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 initial reporter-accounts payable atrium . A supplemental report will be submitted upon completion of our investigation.